Manufacturer narrative:
Concomitant products: product ID: 3708695, serial# (B)(4), product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances (>40,000 ohms) were measured. The cause of the high impedances were unknown. A revision was done and the extension was replaced. Following the revision, the issue was resolved.

Manufacturer narrative:
Analysis of the extension found the conductor of the extension body was broken 5-10 cm form the proximal end. All conductors were broken 7.5 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.